Manufacturer narrative:
Concomitant medical product(s): dtbb1q1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead threshold was greater than the programmed output. Follow up yielded no information. The lead remains in use. No patient complications have been reported as a result of this event.